Event description:
It was reported that the surgery of sirius femoral nail performed in 2007. The surgeon found that the nail had broken near distal hole of cervical screw. The revision surgery performed in 2008.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.